Event description:
It was reported the subject camera head was flickering and had a contact problem. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found camera cable is broken based on investigation findings, the camera cable is broken, and the internal ccd may be broken. Therefore, it is assumed that normal communication was not possible and image flickering occurred. A definitive root cause cannot be conclusively identified. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU):** precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy [warning] ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.